Event description:
It was reported that right hip revision surgery was performed due to an adverse reaction to metal debris.

Manufacturer narrative:
It has been established that this report is a duplicate of a prior submission MDR 3005975929-2017-00202. Please therefore disregard this report.